Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the mecha base plate fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) buckled, the segment corroded, the forward body frame corroded, the control knob pivot corroded, the receptacle corroded, the ccd driver pcb corroded, the electrical connector corroded, the shield cover corroded, the glass rod corroded, the operation channel leak, the distal body worn out, the operation channel kink, the suction channel kink, the remote control button(1) transformer breakdown, the remote control button(2) transformer breakdown, and the remote control button(3) transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).